Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found and replaced tubing with a pinhole at pinch valve (pv49) to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as 20 ml of clear fluid leaked from the analyzer onto the counter top. The analyzer was performing a clean cycle when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of eye glasses, gloves, and a lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.